Event description:
Pt went to surgery on (B)(6) 2016 for open feeding g-tube placement and open tracheostomy. A 22 french standard balloon replacement kit was used for g-tube placement in the stomach. On (B)(6) 2016, the g-tube had fallen out and appeared to have a defect causing the balloon to deflate over several hours, allowing the g-tube to fall out spontaneously. Pt returned to surgery on (B)(6) 2016 for placement of the g-tube with a 22 french standard balloon replacement.